Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis set was leaking during priming. The home patient (hp) stated that the leak was coming from where all of the tubing was fused together. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.